Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0992z, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's first system worked fine for "like three years," but the patient eventually had a return of symptoms. The symptoms which returned were the patient's target symptoms of urgency and frequency noting that they were leaking all the time. According to the call the patient had the system checked by the manufacturer representative (rep) who told them "it's on 7" and the patient "needs a new battery." When asked if the battery depletion was normal depletion the call indicated that it was not and that is why the system needed to be replaced, but then the patient indicated that they did not know why the system was replaced, but their healthcare provider (hcp) knew why. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.